Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was symptomatic with slow heart rate after the procedure; however, the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.